Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("(B)(6) pregnant") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (multiple unplanned pregnancies with essure) and recurrent abortion (multiple miscarriages with essure). In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("(B)(6) weight gain"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("very heavy bleeding (menses)"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue") and depression ("depression"). In (B)(6) 2015, 6 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain and haemorrhage in pregnancy. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip pain"), dental caries ("tooth decay"), rash ("rashes"), pruritus ("itching") and the first episode of migraine ("migraines"). On an unknown date, the patient experienced procedural pain ("post-procedure severe pain"), post procedural discomfort ("post procedure discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the second episode of migraine ("excessive migraines"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (dilation and curettage (tissue from her uterus were all removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, procedural pain, post procedural discomfort, abdominal pain, dyspareunia, the last episode of migraine and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, post procedural discomfort, pregnancy with contraceptive device, procedural pain, pruritus, rash, tooth disorder, vaginal infection, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: initial: since her removal surgery, her symptoms have mostly resolved, though some remain. Follow-up: plaintiff underwent the essure procedure and was implanted with the essure device in or around (B)(6) 2009. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive hair loss, excessive migraines, excessive dental problems, multiple unplanned pregnancies resulting in multiple miscarriages, and heavy menstrual bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, the plaintiff underwent a surgery to remove her essure coils at a hospital. The plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed preoperatively and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. She also became pregnant with a subsequent miscarriage at a gestational age around (B)(6). Coils were removed approximately 7 years and 7 months after insertion. Pregnancy and pelvic pain are anticipated in the reference safety information for essure while miscarriage is unanticipated. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test ; however, as she became pregnant around 6 years after essure insertion, a device failure cannot be excluded. Thus the event pregnancy was assessed as related. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage had occurred approximately at the gestational age of 4 weeks. Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required (bilateral salpingectomy). A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("four weeks pregnant"), abortion spontaneous ("miscarriage") and bipolar disorder ("bipolar disorder") in a 25-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multiparous (multiple unplanned pregnancies with essure), recurrent abortion (multiple miscarriages with essure), multigravida and parity 1. Concurrent conditions included smoker, amenorrhea, menses irregular, endometriosis, alcohol use, caffeine consumption and perineal pain. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 9 months after insertion of essure, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("60 pounds weight gain, weight gain /loss"). In 2013, the patient experienced tooth disorder ("excessive dental problems"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding (menses), abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("excessive hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), vaginal infection ("vaginal infection") with vaginal discharge and depression ("depression"). On (B)(6) 2015, the patient experienced rash ("rashes"), pruritus ("itching, rashes or skin conditions type: itching skin"), the first episode of migraine ("migraines") and headache ("headaches"). In march 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain and haemorrhage in pregnancy. In july 2015, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain") and dental caries ("tooth decay"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), procedural pain ("post-procedure severe pain"), post procedural discomfort ("post procedure discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the second episode of migraine ("excessive migraines"), allergy to metals ("nickel allergy") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, tramadol, vicodin, surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (dilation and curettage (tissue from her uterus were all removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, procedural pain, post procedural discomfort, abdominal pain, dyspareunia, the last episode of migraine, alopecia, tooth disorder, vaginal haemorrhage, dysgeusia, abdominal pain lower and headache outcome was unknown and the allergy to metals had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, bipolar disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, post procedural discomfort, pregnancy with contraceptive device, procedural pain, pruritus, rash, tooth disorder, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: initial: since her removal surgery, her symptoms have mostly resolved, though some remain. Follow-up: plaintiff underwent the essure procedure and was implanted wìth the essure device in or around mar-2009. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive hair loss, excessive migraines, excessive dental problems, multiple unplanned pregnancies resulting in multiple miscarriages, and heavy menstrual bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, the plaintiff underwent a surgery to remove her essure coils at a hospital. The plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed preoperatively and she has otherwise suffered serious and permanent injuries. Diagnostic results: on (B)(6) 2016, pathology report: final cytologic diagnosis: negative for intraepithelial lesion or malignancy. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, tooth disorder, migraine, fatigue, menorrhagia, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Nickel allergy outcome was updated. Following event: plaintiff did not undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("four weeks pregnant"), abortion spontaneous ("miscarriage") and bipolar disorder ("bipolar disorder") in a 25-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multiparous (multiple unplanned pregnancies with essure), recurrent abortion (multiple miscarriages with essure), multigravida and parity 1. Concurrent conditions included smoker, amenorrhea, menses irregular, endometriosis, alcohol use, caffeine consumption and perineal pain. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 9 months after insertion of essure, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("60 pounds weight gain, weight gain /loss"). In 2013, the patient experienced tooth disorder ("excessive dental problems"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding (menses), abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("excessive hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), vaginal infection ("vaginal infection") and depression ("depression"). On (B)(6) 2015, the patient experienced rash ("rashes"), pruritus ("itching, rashes or skin conditions type: itching skin"), the first episode of migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain") and dental caries ("tooth decay"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), the first episode of abdominal pain ("extremely painful cramps"), haemorrhage in pregnancy ("heavy, vaginal bleeding with the passing of very large blood clots"), procedural pain ("post-procedure severe pain"), post procedural discomfort ("post procedure discomfort"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the second episode of migraine ("excessive migraines"), allergy to metals ("nickel allergy") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with naproxen, tramadol, vicodin, surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (dilation and curettage (tissue from her uterus were all removed)). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, procedural pain, post procedural discomfort, the last episode of abdominal pain, dyspareunia, the last episode of migraine, alopecia, tooth disorder, vaginal haemorrhage, dysgeusia, abdominal pain lower and headache outcome was unknown and the allergy to metals had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, bipolar disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, haemorrhage in pregnancy, headache, menorrhagia, pelvic pain, post procedural discomfort, pregnancy with contraceptive device, procedural pain, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of migraine, the second episode of abdominal pain and the second episode of migraine to be related to essure. The reporter commented: initial: since her removal surgery, her symptoms have mostly resolved, though some remain. Follow-up: plaintiff underwent the essure procedure and was implanted with the essure device in or around (B)(6) 2009. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive hair loss, excessive migraines, excessive dental problems, multiple unplanned pregnancies resulting in multiple miscarriages, and heavy menstrual bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, the plaintiff underwent a surgery to remove her essure coils at a hospital. The plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed preoperatively and she has otherwise suffered serious and permanent injuries. Diagnostic results: on (B)(6) 2016, pathology report: final cytologic diagnosis: negative for intraepithelial lesion or malignancy concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, tooth disorder, migraine, fatigue, menorrhagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("(B)(6) weeks pregnant") and abortion spontaneous ("miscarriage") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. Fetus was exposed to essure during first trimester of pregnancy. In 2013, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("60 pounds weight gain"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("very heavy bleeding (menses)"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue") and depression ("depression"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with a subsequent abortion spontaneous at (B)(6) at gestation (seriousness criterion medically significant) with abdominal pain and haemorrhage in pregnancy. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("lower back pain"), arthralgia ("hip pain"), dental caries ("tooth decay"), rash ("rashes"), pruritus ("itching") and migraine ("migraines"). The patient was treated with bilateral salpingectomy on (B)(6) 2016 and dilation and curettage. Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus and migraine to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. She also became pregnant with a subsequent miscarriage at a gestational age around (B)(6). Coils were removed approximately 7 years and 7 months after insertion. Pregnancy and pelvic pain are anticipated in the reference safety information for essure while miscarriage is unanticipated. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test ; however, as she became pregnant around 6 years after essure insertion, a device failure cannot be excluded. Thus the event pregnancy was assessed as related. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage had occurred approximately at the gestational age of (B)(6). Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required (bilateral salpingectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("four weeks pregnant"), abortion spontaneous ("miscarriage") and bipolar disorder ("bipolar disorder") in a 25-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (multiple unplanned pregnancies with essure), recurrent abortion (multiple miscarriages with essure), multigravida and parity 1. Concurrent conditions included smoker, amenorrhea, menses irregular, endometriosis, alcohol use, caffeine consumption and perineal pain. Concomitant products included anaesthetics (anesthesia). On (B)(6)2009, the patient had essure inserted. On (B)(6)2013, 3 years 9 months after insertion of essure, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("60 pounds weight gain, weight gain /loss"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding (menses), abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), vaginal infection ("vaginal infection") with vaginal discharge and depression ("depression"). On (B)(6)2015, the patient experienced rash ("rashes"), pruritus ("itching, rashes or skin conditions type: itching skin"), the first episode of migraine ("migraines") and headache ("headaches"). In march 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain and haemorrhage in pregnancy. In july 2015, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain") and dental caries ("tooth decay"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), procedural pain ("post-procedure severe pain"), post procedural discomfort ("post procedure discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the second episode of migraine ("excessive migraines"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), allergy to metals ("nickel allergy") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, tramadol, vicodin, surgery (bilateral salpingectomy on (B)(6)2016 and surgery (dilation and curettage (tissue from her uterus were all removed)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, procedural pain, post procedural discomfort, abdominal pain, dyspareunia, the last episode of migraine, alopecia, vaginal haemorrhage, allergy to metals, dysgeusia, abdominal pain lower and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, bipolar disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, post procedural discomfort, pregnancy with contraceptive device, procedural pain, pruritus, rash, tooth disorder, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: initial: since her removal surgery, her symptoms have mostly resolved, though some remain. Follow-up: plaintiff underwent the essure procedure and was implanted wìth the essure device in or around mar-2009. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive hair loss, excessive migraines, excessive dental problems, multiple unplanned pregnancies resulting in multiple miscarriages, and heavy menstrual bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6)2016, the plaintiff underwent a surgery to remove her essure coils at a hospital. The plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed preoperatively and she has otherwise suffered serious and permanent injuries. Diagnostic results: on (B)(6)2016, pathology report: final cytologic diagnosis: negative for intraepithelial lesion or malignancy concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, tooth disorder, migraine, fatigue, menorrhagia, back pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received : patient and reporter updated. Abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), allergic or hypersensitivity reaction type: itching, depression and bipolar disorder, rashes or skin conditions type: itching skin, migraines / headaches, nickel allergy, pain, vaginal discharge, fatigue, weight gain/ loss, metallic taste in mouth added as events. On (B)(6)2018: medical records received: new reporters, patient ethnicity, concomitant disease and historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("four weeks pregnant") and abortion spontaneous ("miscarriage") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (multiple unplanned pregnancies with essure) and recurrent abortion (multiple miscarriages with essure). In (B)(6) 2009, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In 2013, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("60 pounds weight gain"). In 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("very heavy bleeding (menses)"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue") and depression ("depression"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain and haemorrhage in pregnancy. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("lower back pain"), arthralgia ("hip pain"), dental caries ("tooth decay"), rash ("rashes"), pruritus ("itching") and the first episode of migraine ("migraines"). On an unknown date, the patient experienced procedural pain ("post-procedure severe pain"), post procedural discomfort ("post procedure discomfort"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the second episode of migraine ("excessive migraines"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and dilation and curettage (tissue from her uterus were all removed)). Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, first episode of migraine, procedural pain, post procedural discomfort, second episode of abdominal pain, dyspareunia, second episode of migraine and alopecia outcome was unknown and the tooth disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight fluctuation, weight increased, dysmenorrhoea, menorrhagia, vaginal infection, fatigue, depression, back pain, arthralgia, dental caries, rash, pruritus, the first episode of migraine, procedural pain, post procedural discomfort, the second episode of abdominal pain, dyspareunia, the second episode of migraine, alopecia and tooth disorder to be related to essure. The reporter commented: initial: since her removal surgery, her symptoms have mostly resolved, though some remain. Follow-up: plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive hair loss, excessive migraines, excessive dental problems, multiple unplanned pregnancies resulting in multiple miscarriages, and heavy menstrual bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, the plaintiff underwent a surgery to remove her essure coils at a hospital. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. On 16-mar-2017: legal claim received: new events reported. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. She also became pregnant with a subsequent miscarriage at a gestational age around 4 weeks. Coils were removed approximately 7 years and 7 months after insertion. Pregnancy and pelvic pain are anticipated in the reference safety information for essure while miscarriage is unanticipated. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test ; however, as she became pregnant around 6 years after essure insertion, a device failure cannot be excluded. Thus the event pregnancy was assessed as related. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage had occurred approximately at the gestational age of 4 weeks. Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required (bilateral salpingectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.